Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display and display anomaly from the insulin pump. The customer's blood glucose reading was 12.1 mmol/l. The customer stated that the pump alarmed weak battery and the customer replaced it. The customer stated that the pump started counting up to 7 and the display turned black and then white. The customer stated that the pump was not dropped or wet either. The customer stated that the battery type is correct. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with blank display after countdown, problem isolated to the mother board; unable to verify display anomaly or weak battery alarm due to blank display. The insulin pump had cracked case at the display window corners, reservoir tube, cracked battery tube threads and minor scratches on the lcd window. The insulin pump was missing the end cap sticker.